Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging pump with tandem usb cable despite attempting to use multiple power sources. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, pump was able to initiate charging. A replacement usb cable and adapter was sent to the customer.